Event description:
It was reported that following a radio frequency ablation procedure using an intellamap orion high resolution mapping catheter (orion) the patient experienced cardiac tamponade. When the procedure was completed, it was noted the echocardiogram was normal. Three hours after the procedure cardiac tamponade was identified. A pericardiocentesis was performed and 200cc of fluids were drained. No further patient complications were noted, and the patient recovered. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
UDI related data quality updates only this report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available after follow up efforts. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a radio frequency ablation procedure using an intellamap orion high resolution mapping catheter (orion) the patient experienced cardiac tamponade. When the procedure was completed, it was noted the echocardiogram was normal. Three hours after the procedure cardiac tamponade was identified. A pericardiocentesis was performed and 200cc of fluids were drained. No further patient complications were noted, and the patient recovered. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.